Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ultrapro hernia system involved caused and/or contributed to the adverse events described in the article, specifically: wound infection, hernia recurrence, pain, discomfort, if yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ultrapro hernia system? (B)(4).

Event description:
It was reported in a journal article that the patient underwent a primary unilateral inguinal hernia repair procedure between 11/01/2006 and 01/31/2009 and the mesh was implanted. Following the procedure, the patient possibly experienced complications included recurrence, pain, discomfort, hematoma or wound infection. Additional information has been requested.